Manufacturer narrative:
H3, h6) a clinical analysis was performed. In summary, the deviations observed were most likely caused by a patient shift. All planned trajectories were planned with no observable issues. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d11. H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the cage was placed after the screws.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system displayed an inaccuracy of 10-15 mm in the posterior direction during navigation for interbody placement. Screws were placed successfully, but when c-arm imaging was used to confirm placement, the software inaccurately showed the trajectory as 10-15 mm too deep, despite alignment between the software and c-arm image. The surgeon aborted use of the robot and navigation for interbody placement, resulting in a surgical delay of less than 30 minutes. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the surgeon finished the case freehand and with non-medtronic imaging.

Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, the system functioned as designed. No faults were found. Codes b01, c19, and d14 are applicable. H6: clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.